Manufacturer narrative:
The site declined to provide patient demographic information. No parts or files have been received by the manufacturer for evaluation at time of this report.

Manufacturer narrative:
The small passive cranial reference frame was returned to the manufacturer and mounted to a vertek arm, with markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found.

Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon was approximately 2mm inaccurate after they attached the sterile patient reference frame post-registration. It was reported that the non-sterile patient reference frame was used with a new style vertek arm for registration, and the frame did not fully seat on the vertek arm. The reference frame was older, and the surgeon could not tell if the pin on the back of the frame was damaged. After registration, a newer patient reference frame was attached and fully seated on the vertek arm. The surgeon felt inaccurate by 2 mm superior/inferior. Navigation was continued to complete the procedure. There was no impact to the patient.